Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation occurred. The 70% stenosed lesion being trteated was located in the severely tortuous, non-calcified left anterior descending (lad) artery. The physician did not predilate (direct stenting). While placing the 2.50x24 mm taxus express2 drug eluitng stent, the physican found a lad mid site vessel perforation. The perforation was repaired with surgery. Pt condition is satisfactory.